Manufacturer narrative:
As no further information concerning this report is expected and in absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at the end of the procedure in which this device was being implanted, the patient passed away. The physician reported no product involvement and further stated the death was of natural causes. No return of product is expected. Follow-up with the field representative identified that the patient passed away approximately five minutes following pocket closure, while still in the operating room. The anesthesiologist believes the death was caused by an embolism and further stated there were no complication(s) during nor prior to the implant procedure.